Event description:
Additional information received on 19 aug 2021: a healthcare professional reported that the patient's j tube had coiled in the small intestine and experienced a small intussusception with fecal overflow on (B)(6) 2021. The patient underwent a laparotomy on (B)(6) 2021 to remove old tube, replace and repair above issues. On an unknown date, the patient recovered from the intussusception and laparotomy. Duodopa lcig continued during the admission.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. At the time of report, it was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar is a known complication of a j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced an intussusception. A nurse reported that on (B)(6) 2021, the patient underwent a j tube replacement but was unsuccessful due to ? Intussusception. A CT scan was performed with results unknown. On (B)(6) 2020, the patient underwent a laparotomy and a small bowel resection where they found a questionable bezoar which was sent for further investigations. At the time of report, the patient was scheduled for surgery on (B)(6) 2021 for removal of the old peg and j tube. The nurse reported that the physician was considering replacing the 15 french peg tube with a 20 french peg tube and may only replace the peg/j tubes with only a peg tube due to the recent surgery.